Manufacturer narrative:
(B)(4). This report is 4 of 4 that are reportable malfunctions. Please note that one report of the 4 is not reportable.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient's parent reported 4 incidents where the people in charge of the workshop facility needed to call 911. The patient is with special needs and during the incident, the patient was at the workshop facility where the patient learns craftsmanship. The parent who reported the incident doesn't have any details aside from someone from the facility called 911 due to high reading on the patient's cgm. During this event date, the sensor had been inserted an unspecified number of days prior into the abdomen. The patient uses insulet omnipod5 in modified closed loop. The cgm was reportedly high and the glycemic state on the day of the event was not known. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.